Event description:
Reporter stated that customer received the following results on two different meters within 5 minutes: 350 mg/dl (mobile) and 48 mg/dl (aviva). Customer was having hypoglycemic symptoms (felt "unwell") at the time of the 350 mg/dl result. The customer's mother gave him dextrose. No adverse event reported. The customer fully recovered and currently feels fine. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. (B)(4).